Event description:
During a preventive maintenance, the co rep obsereved that the unit displayed a "system failure" message during the battery run test. The unit initially continued pumping, the message disappeared, but the unit eventually shut down.